Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Upon review there was an injury associated with the appropriate treatment. A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as burn on back. There were no allegations of any bleeding, oozing or weeping wounds. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the burn. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as burn on back. There were no allegations of any bleeding, oozing or weeping wounds. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the burn. Outcome of the irritation is unknown as follow up attempts were unsuccessful.